Event description:
MFR report #: 3014285231-2025-00009. It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025 and completed as expected. Following the procedure, the patient complained of not being able to void urine. A foley catheter was placed and the patient was discharged. The catheter was removed on (B)(6) 2025, and the symptoms were resolved.